Event description:
On (B)(6) 2014 the patient contacted animas alleging that she experienced elevated blood glucose (bg) over 600mg/dl and was vomiting blood and was treated in the emergency room on (B)(6) 2014. The patient stated that the bg incident was subsequent to a battery life issue with the pump. The patient was reportedly treated with insulin via the pump and IV fluids, but has subsequently discontinued insulin pump therapy. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged battery life issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: multiple low battery alarms were observed in the alarm history for the date of the reported issue. Daily insulin delivery totals in the pump histories appeared inconsistent on (B)(6) 2014. There was no black box data available for review from the time of the alleged incident due to continued pump use. Visual inspection revealed corrosion on the battery cap and that the battery cap threads were stripped. Visual inspection also revealed that the battery compartment threads were stripped. The battery cap was unable to maintain electrical connection; a test battery cap was used to complete investigation. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump¿s electrical draws were found to be within specification and there were no leaks found during testing. The pump casing was opened and there was no further evidence of moisture damage observed. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.